Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Channel 10-12 were extracochlear. The patient has used 8 active electrodes over the years and has developed satisfactory listening and spoken language skills. In (B)(6) 2016 it was reported that the patient could no longer understand speech easily, which was confirmed with speech perception testing. Patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, channels 10 to 12 have been out of cochlea for years. It is now assumed that the active electrode has further migrated out of cochlea due to unknown reasons. The patient has been re-implanted with a medium electrode type and was previously using a standard electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Channels 10-12 were extra-cochlear. The patient has used 8 active electrodes over the years and has developed satisfactory listening and spoken language skills. In (B)(6) 2016 it was reported that the patient could no longer understand speech easily, which was confirmed with speech perception testing. Patient has been re-implanted.